Event description:
Vascular closure device was deployed post heart cath. Balloon on device would not deflate during deployment. Physician used a needle to puncture throught the skin to burst the balloon. Device then removed from patient without injury. Heart cath puncture site manually held for 30 minutes. Patient able to be discharged same day.

Manufacturer narrative:
Final analysis found weak and intermittent telemetry. This was due to a cracked capacitor. After replacing the capacitor, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that rf telemetry was not possible with the pulse generator.